Event description:
Pt status post matrix construct implantation at level l2 - l5, approx (B)(6) months ago returned to surgeon. It was found the pt developed adjacent level disc disease at l1-l2. Pt was returned to operating room on (B)(6) 2012, with surgeon removing the hardware. Pt was revised to another matrix construct from t12 - l5. This is 4 of 18 reports for this event.

Manufacturer narrative:
Implanted approx (B)(6) months ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.